Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity the exact cause could not be determined at present. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during a surveillance culturing test by the facility, the subject device tested positive for candida albicans (69cfu/15ml) and enerobacter cloacae(5cfu/15ml). Other detailed information such as the type of disinfectant, and the model name of automated endoscope reprocessor were not provided. The forceps elevator was replaced on february 23, 2017 according to an olympus field corrective action. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional reprocessing at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. After the additional testing, (B)(4) evaluated the subject device and confirmed a crack on the light guide lens and moisture behind the lens. It was surmised that the lens cracked due to physical shock during handling at the user facility. The exact cause could not be determined.